Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the infusion device frequently displays e4 (occlusion) and he changes the accessories to clear the error. On (B)(6) 2010, the patient's blood glucose elevated to 250-300 mg/dl and he bolused through the infusion device. On (B)(6) 2010, the patient vomited and felt very sick and his blood glucose measured "hi" on his blood glucose monitor. At 8 pm, friends of the patient contacted the emergency doctor and the patient was transported to the hospital via ambulance and admitted. His blood glucose measured 837 mg/dl. The infusion device was removed and the patient was treated with an IV. On (B)(6) 2010, the patient reconnected to the infusion device and e4 was displayed. The patient's normal blood glucose range is 140-150 mg/dl. The infusion device was replaced and requested to be returned for evaluation.